Manufacturer narrative:
An additional lot number was reported (lot #m017617). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 5 - pressure out of range - and cartridge alarm 6 - vent not working) occurred with multiple cartridges during the load process. The user¿s blood glucose (bg) level was 447 mg/dl. The user loaded a new cartridge successfully, resumed insulin delivery, and delivered a correction via the pump to address bg level.